Event description:
A malfunction alarm was reported on the customer's pump, identified as malf 12 due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.